Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube had poor barrier separation. The following information was provided by the initial reporter. The customer stated: bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium heparin (cat. No 362780) for some months now, we have been collecting samples from patients affected by various infections due to staphilococcus aureus and in some cases we have noticed that the 20-minute centrifugation at 1500-1800 g is not sufficient to allow the separation of the pbmcs (part of the erythrocytes remains on top of the gel and consequently we are unable to collect pbmcs optimally).

Manufacturer narrative:
H.6. Investigation summary: material #: 362780. Lot/batch #: 2322203. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 53 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube had poor barrier separation. The following information was provided by the initial reporter. The customer stated: - bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium heparin (cat. No 362780) for some months now, we have been collecting samples from patients affected by various infections due to staphilococcus aureus and in some cases we have noticed that the 20-minute centrifugation at 1500-1800 g is not sufficient to allow the separation of the pbmcs (part of the erythrocytes remains on top of the gel and consequently we are unable to collect pbmcs optimally).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.